Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, the patient was revised due to falling and tearing her mcl (left).

Manufacturer narrative:
After the initial report it was determined that there was no complaint against this product. Please void the initial report.